Manufacturer narrative:
(B)(4). The opt844 interface is used to deliver humidified oxygen to patients. The opt844 consists of a lightweight delivery tube which is connected to a rigid plastic base and soft nasal prongs (nasal interface). The interface is held in place by a head strap and also includes a lanyard which is placed around the patient's neck or attached to the patient's clothing or bedding to remove the load of the breathing circuit from the patient's nares. Method: the complaint opt844 nasal cannula was returned to fisher & paykel healthcare (B)(4) for evaluation and was visually inspected. Result: visual inspection revealed that the tubing of the opt844 optiflow nasal cannula manifold had come loose and was not properly seated in the nasal interface. Conclusion: it is most likely that the cannula became loose if the silicon buckle is tightened too firmly when the head strap is adjusted. All optiflow interfaces are inspected during production for visual defects including cracks, tears, inclusions, discoloration and stretching or deformation. Any product that fails the visual inspection is disposed of. The user instructions which accompany the opt844 cannula show in pictorial format the correct placement and fitting of the cannula and also warn: appropriate patient monitoring must be used at all times. Failure to monitor the patient may result in loss of therapy, serious injury or death. Do not crush or stretch tube.

Event description:
A hospital in (B)(6) reported via a distributor that an opt844 optiflow nasal cannula was leaking which decreased the patient's spo2 who was receiving nasal high flow therapy at the time. Upon changing the cannula, the patient's spo2 increased again. No further consequences were reported.